Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgery on (B)(6) 2023 and did not set their ipg to surgery mode. The ipg was unable to communicate with external devices as a result. Troubleshooting was able to resolve the issue. The device is providing therapy.